Event description:
It was reported that during implant the lead exhibited undersensing. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The damage found was sustained during the surgical procedure. The lead was otherwise normal.